Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a high-pitched noise on (B)(6) 2024 around 18:00 could not be confirmed through this evaluation. A specific cause for the sound, as well as a direct correlation to heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. The controller event log file contained events spanning from (B)(6) 2024 to 1(B)(6) 2024. No notable alarms were captured, and the pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), contains the following information: section 6, as well as section 1, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook, says to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ the patient handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the nursing staff reported a high pitch noise on 14jan2024 around 1800. The alarm events did not show anything at the reported time. Therefore, the log file data was downloaded and submitted for review. The patient did not feel any difference at the time. The event log files contained a few clusters of pulsatility index (pi) events and routine power source changes. No unusual rotor faults pump temperature, or any other abnormal pump faults were seen in the log file. Additionally, the data did not provide any insight into the possible audible noise. Based on the log file data, the mechanical circulatory support (mcs) equipment is operating as intended. Additional information was received that the cause of the noise was not identified and has not reoccurred since.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.